Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received results 219 mg/dl and 97 mg/dl within 10 minutes. No adverse event reported. Replacing and returning meter, strips, and control.